Manufacturer narrative:
Investigation is ongoing.

Event description:
During a transfemoral procedure with a 29mm sapien 3 valve, difficulty was encountered during valve alignment and it was decided to remove the devices as a unit. There was difficulty withdrawing the delivery system/valve through the esheath. Upon visual inspection of the delivery system, the balloon distal to the valve appeared "frayed". The balloon was disconnected from the distal tip. A new delivery system and valve were inserted. A stiffer wire was inserted to straighten out the patient's anatomy to align the valve. This was successful as the valve was able to be aligned without difficulty and the valve was deployed successfully. The delivery system was discarded and will not be returned for evaluation. No pictures are available. Per report, there was some tortuosity in the iliac and descending aorta, which could have led to the alignment difficulty; however, the physicians were unsure.

Manufacturer narrative:
(B)(4). The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The 3mensio was provided and reviewed. The image revealed that tortuosity was present in the access vessel. During balloon manufacturing, the balloon component undergoes 100% inspections for the following: working length, balloon diameter, proximal and distal leg ids, and double wall thickness. The balloons are 100% visually inspected under 8x magnification for mechanical damage, deformation, foreign matter, impurity, crows feet, fish eyes, gel spots and scratches. The crimp balloon is 100% inspected for distal length, proximal length, distal ID, proximal ID, single and double wall thickness, appearance/gross defects, foreign matter, impurity or contamination, fish eyes, and gel spot. During manufacturing of the delivery system, each 29mm flex tip is inspected/verified to ensure that it is not undersized. The locations of the marker bands on the guidewire shaft are critical as they provide visual indicator for correct positioning of the thv on the balloon during valve alignment /fine adjustment. Therefore, during manufacturing, each guidewire shaft is fully inserted into the marker band placement verification fixture and 100% visually inspected to determine if all marker bands are within specification when completely visible through the fixture windows. During the delivery system manufacturing, the balloon is 100% visually inspected by manufacturing for fold lines and distorted/pinched folds after pleating and folding is completed. During final inspections the delivery system undergoes 100% final inspection by manufacturing and quality for the following: assembled device dimensional inspections (distal end of flex tip to distal end of color band; distal end of nose tip to distal end of flex tip; distal end of nose tip to distal end of balloon shaft), fine adjust function, collet/shaft clearance to ensure that the collet does not interfere with the movement of the balloon shaft, collet engagement (ability to lock), and visual damage on entire device (e.g. Kinks, breaks). During product verification (pv) testing is performed on lot samples, the delivery system is inspected for physical defects, kinks, cracks, and loose or missing components. Testing is performed for fine adjustment, force test, and retrieval force. Testing was performed on the inflation balloon/crimp balloon tensile force and met statistical requirements. The lot met statistical requirements as requirement for lot released. All five (5) samples passed pv testing from the lot number. The above inspections during the manufacturing process and testing performed during pv testing support that it is unlikely a manufacturing non-conformance contributed to the reported. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history for work order revealed no other similar complaints. A review of complaint history from may 2017 to april 2018 for the commander delivery system (all models and sizes) revealed other returned complaint devices with the complaint code handle fine adjust difficulty and delivery system withdrawal difficulty-valve, through sheath. A review of the complaint history revealed that the occurrence rate did not exceed the april 2018 control limit for both trend categories. The IFU (commander delivery system IFU) and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. No IFU/training manual deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device and or any relevant procedural imagery was provided, the complaints for handle ¿ fine adjust difficulty, delivery system ¿ withdrawal difficulty-valve, through sheath, and balloon ¿ separated were unable to be confirmed. No manufacturing nonconformances were identified, and a review of relevant lot history, DHR, complaint history, and manufacturing mitigations supported that a manufacturing nonconformance likely did not contribute to the reported events. Further, a review of IFU/training materials revealed no deficiencies. Available information suggests that patient factors contributed to the reported fine adjust difficulty. Per report, after the difficulty was experienced, the procedure was repeated with a stiffer wire in order to straighten out the patient¿s anatomy and align the valve. This second procedure was successful and the valve could be aligned without difficulty. Performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) can cause the thv to unseat (become non-coaxially aligned) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can create tension in the system in order to achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. Because the procedure was completed successfully once the patient anatomy was straightened out, it is likely that valve alignment was initially attempted in a non-straight section of the aorta, and that this led to fine adjust difficulty. Patient tortuosity also likely contributed to the reported withdrawal difficulty. If the device and valve were being withdrawn through tortuous vessels, they may have become noncoaxially aligned with the tip of the esheath. This could have caused the valve or delivery system nose tip to be caught on the sheath tip, resulting in the reported withdrawal difficulty. Per report, the balloon looked ¿frayed¿ distal to the valve and it was disconnected from the distal tip after it was removed from the patient. It is possible that the balloon came into contact with calcification while it was navigating through the tortuous anatomy, causing the balloon material near the distal tip to weaken, tear, and separate from the tip. It is also possible that higher than normal force was applied when withdrawing the delivery system due to the withdrawal difficulty that was experienced. The complaints were unable to be confirmed. In this case, available information suggests that patient/procedural factors contributed to the reported events. However, a definitive root cause is unable to be determined at this time no manufacturing nonconformances or IFU/training deficiencies have been identified, and a review of complaint history revealed that the complaint rates does not exceed the (B)(6) 2018 control limits for the applicable trend categories. Therefore, no corrective or preventative action is required at this time.